Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier ¿double fed¿ or did not feed and form correctly. Another applier was opened to complete the case. The procedure was completed with no delay or patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # x7037z. Additional information was requested and the following was obtained: "please clarify how ¿form correctly¿ rep was told that clips would not deploy or two would come out during a single fire sequence. Did device fire malformed clips? Unknown did device fire scissored clips? No. If other, please specify". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips.  Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.